Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: medical product, ratchet handle catalog #00770102200, lot # unk serial #unk. G2: foreign, event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery mesher was not ratcheting back and forth, only working 360 degrees. The ratchet handle was not able to perform the up and down motion. Patient impact is unknown. Due diligence is complete as no additional information is available.